Event description:
IV discovered to be infusing pitocin IV at greater rate than set - dr in room, rn also at bedside. Pitocin off - brethine 0.25 mg ivp given by dr for hyperstimulization. Pt recovered after few minutes.